Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that the customer description ¿there was no image occasionally¿ was reproduced as the phenomenon ¿there was interference mark in the image¿ at the repair department. According to the device inspection results, the base of the cable was twisted and deformed. Therefore, it is likely that abnormal image occurred because the inside of the cable was disconnected due to stress applied from the outside. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the camera head had no image occasionally. The issue found during inspection for use for a procedure and it was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there was an interference mark in the image due to twisted and deformed root part of the cable. It was also noted that the pin of the coupler was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.